Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial lead exhibited low pacing impedance and noise over-sensing which resulted in inappropriate mode switch. No intervention was performed. Patient status was not reported.

Event description:
New information received notes that programming changes were made on (B)(6) 2025, and the lead was subsequently explanted and replaced on (B)(6) 2025. The patient was stable.